Manufacturer narrative:
On an unreported date in the summer of 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment, and patient¿s outcome were not reported. The patient was not hospitalized for the event of peritonitis. The action taken with pd therapy was not reported. No additional information is available.